Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose reading was 137 mg/dl at the time of incident. Troubleshooting found that the customer was hospitalized last night for low blood glucose. It was also found that the customer resolved the alarms by changing out the entire set. Customer was advised to monitor the pump and to call back for further assistance if necessary. No further details given.